Event description:
Hill-rom received a report from a hill-rom technician stating the siderail bracket is broken (siderail not latching). The bed was located at the account in biomed. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the center arm assembly being damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the center arm assembly to resolve the issue. Based on this information, no further action is required.